Manufacturer narrative:
Baxter received and evaluated the device. The reported condition was verified. The device was found out of specification in relation to the reported air in line which was not reproduced during evaluation. Air in line messages were verified through a review of the event history log. Visual inspection found a damaged ultrasonic sensor which was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced air in line. There was no known patient injury or medical intervention associated with this event. No additional information is available.